Event description:
Hospital reports unit pops circuit breaker goes,vent inoperable. No pt problem recorded by service technician at time of service.

Manufacturer narrative:
Lab results: circuit breaker installed in test unit and unable to duplicte the failure observed by the customer. No corrective action taken.